Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding is determined to be patient movement because the hematoma was noted after coming to ICU from catheterization lab. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported that during impella cp insertion, the left ventricle cavity was small and the patient had ectopy when the impella cp was advanced. Additionally, during the cardiac procedure, the patient had one episode of ventricular fibrillation during stent placement and was successfully defibrillated once. It was further reported that the patient arrived from the catheterization lab with a hematoma to the right groin. The dressing was changed and manual compression was held until hematoma was soft to touch. Heparin was held. The patients outcome was stable.